Event description:
The patient was being transported from reporting hospital to another hosp and poor augmentation was noted. The patient complained of severe back pain and abdominal pain and the pump was turned off. The patient had a dissecting aneurysm and went on to expire. On 06/06/97, datascope was notified that contact at the facility did not attribute the patient's death to the event. The iab was not returned to datascope for evaluation. The iab was discarded. (Event complications: none from the event - reported 06/06/97.) (Pt's current status: expired - rpt'd 05/30/97.)